Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 4.00 x 20 synergy¿ drug-eluting stent was advanced; however, severe resistance was encountered. The device was removed and it was noted that the distal edge of the stent strut was lifted. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR. Stent delivery system (sds) was returned for analysis. A visual examination of the stent found that on the 1st distal stent row, the stent strut was damaged (lifted). The stent od (outer diameter) for the undamaged proximal section of the stent was measured and is within the maximum crimped stent profile. Stent damage most likely occurred during withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system.. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery. A 4.00 x 20 synergy drug-eluting stent was advanced; however, severe resistance was encountered. The device was removed and it was noted that the distal edge of the stent strut was lifted. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.